Manufacturer narrative:
H3, h6) the instrument returned to the manufacturer for analysis. The returned tracker would not track when connected to a known good system. The tracker only displayed a red status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the patient tracker was not recognized by the navigation system. When another new patient tracker was connected, it was recognized without any problems. No patient was present.